Event description:
The user facility reported that they were performing a coronary angiogram with a 6f pinnacle sheath in the common femoral artery. The case was completed as planned but had difficulty in inserting the green dilator of the angio-seal sheath. Physician stated that it was bent badly. Manual pressure was held to obtain hemostasis and no complications were noted. The estimated blood loss was less than 250cc. The event occurred post-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, and mated locator, and hemostasis sheath. The device was found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned mated together with the guidewire. A kink was identified on one of the two blood inlet holes. The device was visually inspected and appeared to have been in used condition with visible signs of blood. The locator and hemostasis sheath were fully mated, and a kink was identified at the blood inlet hole. The carrier tube was returned in the fully forward-locked position with minimal signs of blood. Bypass tube and anchor was visible at the tip of carrier tube. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.092'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained by the device due to excessive force during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).